Event description:
It was reported that during a lap cholecystectomy procedure, the clips would not close completely. Another instruments was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).